Event description:
The device does not see the connection of the electrodes cable.

Manufacturer narrative:
The fse evaluated the device on site. It was determined that this was a malfunction of the device software. The software was reloaded which fixed the problem. The device being returned to customer from repair bench. No further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the software. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device after the software reloading performed correctly for weeks. The device being returned to customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.